Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling and tenderness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: adverse events: in the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae. Common and expected isrs were collected via 30-day diaries after each treatment. The incidence, severity, and duration of isrs for subjects treated with juvéderm volbella® xc after initial treatment are shown in table 6. Most subjects reported an isr after treatment, with the most common being swelling, tenderness, and firmness. The majority of isrs were mild to moderate in severity and resolved within 14 days. The incidence of isrs after touch-up treatment was lower than that after initial treatment. The isrs after repeat treatment were similar to those after initial treatment. In the juvéderm volbella® xc group, after repeat treatment with juvéderm volbella® xc, treatment-related aes were reported in 13.7% (17/124) of subjects. Injection site mass occurred in 7.3% (9/124) of subjects. Treatment-related aes occurring in = 5% of subjects included chapped lips and injection site bruising, edema, induration, and pain. Treatment-related aes after repeat treatment occurred with lower incidence rates, severity, and duration compared to initial/touch-up treatment. Safety measures included incidence, severity, and duration of isrs and aes, subjects¿ assessments of procedural pain and of impact to daily activities using the recovery early life impact module of the face-q questionnaire, and evaluating investigators¿ assessments of tyndall effect, lip sensation, features of the lip, and changes in pronunciation. Instructions for use: with patients who have localized swelling, the degree of correction is sometimes difficult to judge at the time of treatment. In these cases, it is better to invite the patient back to the office for a touch-up treatment. Patients may have mild to moderate injection site responses after treatment in the lips and perioral area, which typically resolve within 14 days. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain. Supplementary anesthesia may be used for additional pain management during and after injection.

Event description:
Healthcare professional reported a patient experienced a "severe adverse event" described as "excessive" swelling of the lips and tenderness 8 months after injection with 0.55 cc juvéderm volbella® xc in the lips. Symptoms are ongoing. Patient was provided a "rx of prednisone" the same month symptom appeared. Symptoms fully resolved "2-3 days after taking rx." Previous injection of unspecified fillers noted.